Manufacturer narrative:
(B)(4). Approximate age of device - 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been on heparin since (B)(6) 2017 for rising lactate dehydrogenase (ldh) levels. On (B)(6) 2017 elevated pump powers were noted and the patient's lactate dehydrogenase (ldh) peaked at 958 u/l. A ramp echocardiogram was performed but the results were not provided. The patient was started on persantine. A system controller log file was submitted for review by the manufacturer¿s technical services representative. Slightly elevated pump powers were noted to start on (B)(6) 2017 and continue until the end of the log file on (B)(6) 2017. The log file indicated the lvad was functioning as intended. As of (B)(6) 2017 it was reported that the patient was about the same. The ldh levels had dropped to the 350 u/l range and the pump powers remained in the 8 w range. The patient remained on full dose aspirin and persantine. Plasma-free hemoglobin levels were within normal limits. The patient received no other treatment. The patient remains in the hospital reportedly due to a lack of family support and education.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted log file; however, specific causes for the change in pump parameters and for the elevated ldh could not be conclusively determined. The log file captured that power ranged from 5.1-7.1 w from (B)(6)2017-(B)(6)2017 and ranged from 5.3-8.2 w from (B)(6)2017-(B)(6)2017. Power trended upward slightly over time. The pump speed remained above the low speed limit after support was initialized and no atypical alarms were captured. The system appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6)2017, it was reported that vad powers remained elevated and the vad sounded static and distant. The patient was on aspirin 325 mg and persantine 100 mg. An echocardiogram performed on (B)(6)2017 showed mild left ventricular enlargement, severely depressed left ventricular systolic function (ef 10-15%), restrictive left ventricular filling pattern, indicating markedly elevated lap (grade 3 diastolic dysfunction), low normal right ventricular systolic function, moderate mitral regurgitation and trivial to mild tricuspid regurgitation. The manufacturer¿s technical service representative reviewed the submitted log file and stated that the system was operating as designed within the set pump parameters.